Event description:
It was reported "md was performing the procedure according to IFU. The md found that the guidewire was not removed from inside the catheter, judged to be defective and opened/used a new one". The j-tip of the guidewire was kinked and there was resistance with the catheter. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire for evaluation. The catheter was not returned. Visual examination revealed the guide wire j-bend is misshapen but intact. A slight kink was noted in the j-bend body. Microscopic examination of the guide wire confirmed both welds were full and spherical. The minor kink in the guide wire body measured at 678 mm from the proximal tip. The total length of the swg measured 685 mm which is within the specification of 678-688 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.861 mm which is within the specification of 0.838-0.877 mm per guide wire product drawing. The swg was advanced through a lab inventory ars and 18 ga introducer needle to functionally test per IFU which states, "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves. Raise your thumb and pull the advancer approximately 4 cm to 8 cm away from the syringe. Lower thumb onto the advancer and while maintaining a firm grip on the spring-wire guide, push the assembly into the syringe barrel to further advance the spring-wire guide. Continue until spring-wire guide reaches desired depth." The swg was able to pass through both components with minimal resistance. A manual tug test confirmed that both the proximal and distal welds were intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in springwire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was kinked was confirmed by a complaint investigation on the returned sample. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "md was performing the procedure according to IFU. The md found that the guidewire was not removed from inside the catheter, judged to be defective and opened/used a new one". The j-tip of the guidewire was kinked and there was resistance with the catheter. No patient harm reported.